Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that the ultrafiltration (uf) pump from a 2008t hemodialysis (hd) machine turned off by itself. This occurred while a patient was in treatment. Upon further investigation, it was discovered that the keypad on the front of the machine had shorted out. The operator pressed the keypad to turn the uf on, and at some point during the treatment, the uf turned off by itself. Although the uf was turned off, the uf light remained lit. The biomed confirmed there were no patient adverse effects due to the reported malfunction. The uf was functioning correctly when it was on. Although the correct amount of fluid was removed, the patient had to stay on the machine for an additional 15 minutes to reach their goal. Inspection of the uf pump confirmed that it was calibrated correctly. To resolve the reported issue, the keypad was replaced. The defective keypad was not available for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that the ultrafiltration (uf) pump from a 2008t hemodialysis (hd) machine turned off by itself. This occurred while a patient was in treatment. Upon further investigation, it was discovered that the keypad on the front of the machine had shorted out. The operator pressed the keypad to turn the uf on, and at some point during the treatment, the uf turned off by itself. Although the uf was turned off, the uf light remained lit. The biomed confirmed there were no patient adverse effects due to the reported malfunction. The uf was functioning correctly when it was on. Although the correct amount of fluid was removed, the patient had to stay on the machine for an additional 15 minutes to reach their goal. Inspection of the uf pump confirmed that it was calibrated correctly. To resolve the reported issue, the keypad was replaced. The defective keypad was not available for evaluation as it was reportedly discarded.